Event description:
The core impaction drill was sent for svc and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.